Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 3.5, lab inr: 1.0. Patient reported being hospitalized with a clot back in (B)(6) when inr on inratio meter was 3.5.

Manufacturer narrative:
Pending investigation.